Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with multiple non-sustained events that demonstrated noise on the ventricular sense and discrimination channels. Intervention discussed but no changes were reported. The patient was stable.